Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. During the evaluation of the device, it was noted that due to the collapse of the forceps channel, the cleaning brush could not be inserted smoothly; the insertion snake pipe was collapsed; the coating on the insertion pipe was peeling off; a catch was observed during the angle operation; the bending section glue was missing; and the bending section was sagging. Scratches were found on the angle lever, up/down knob, fixing ring, fiberscope, unit cover, eyepiece, and insertion pipe. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported the tracheal intubation fiberscope presented with a cut on the angle wire. There were no reports of patient harm associated with this event. During the evaluation of the device, it was noted that the coating on the insertion point had peeled off. This report is to capture the reportable malfunction of the peeled-off coating at the insertion point that was found at estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the coating of insertion tube was peeled off by stress of repeated use, external factors, or handling. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.